Event description:
It was reported that the pump's syringe plunger stopped with 2 to 3 hash marks left on the syringe. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case was cracked by the l bracket screws and the plunger head was cracked by the screws. Results regarding to the reported issue were not found in the event history log. Functional testing was performed using the flow test, occlusion test, and calibration verification test and the reported issue was duplicated. The position pot was out of calibration. The root cause of the problem was from normal wear as the device was over 2 years old. Re-calibrated the device and performed preventative maintenance. Performed all functional test on the device which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).